Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: it was reported by the customer that tubing breaks off from the blue side clamp. Injuries or adverse event: no item: 2420-0007 quantity affected: 190ea

Manufacturer narrative:
One hundred forty-six samples were submitted for quality evaluation. Fifty-nine of the samples were randomly selected as a representative sampling size to evaluate the issue. None of the samples were used and still in their original packaging. The samples were then opened and examined to determined if the tubing is lose at the lower pumping segment fitting. None of the samples separated under normal handling conditions. The customer complaint could not be replicated and therefore the failure could not be confirmed. A root cause analysis was not conducted because the failure was not replicated. A device history record review for model 2420-0007 lot number 25065436 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.